Event description:
"Caller alleged discrepant results compared with the reference." Normal range 2 - 3.

Manufacturer narrative:
Data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.4 inr, reference: 3.1 inr, mean: 2.25, confidence limits: 1.4 - 3.1; (B)(6) 2011, 1.3 inr, 1.8 inr, 1.55, 1.1 - 1.9; 3.3 and 3.1 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 1.1 and 1.3 inr, reference = 2.3 inr, mean = 1.57, confidence limits = 1.1 - 1.9. The mean of the inratio meter and comparative sys inr were calculated. Reference value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot 262184 on 9/30/2011 met accuracy and precision criteria. Test results are as follows: donor 110 = 1.9, 2.1, 2.0 inr; donor 111 = 1.7, 1.8, 1.7 inr. At least 2 out of 3 replicates are within the allowable bias of reference results for donor 110 (1.94 inr) and donor 111 (1.78 inr), respectively. In-house test results have 5.00% and 3.33%, respectively for each donor and are less than 16% cv. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison met accuracy but did not meet precision criteria. No product was expected to be returned. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).